Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that in the last couple of months they had noticed a difference in therapeutic benefit. They stated they were not getting the therapeutic benefit they were looking for. The noted their healthcare provider recommended trying different programs, they were calling to find out what the difference was between their 7 programs. They mentioned they had a bladder sling placed the week prior. The patient noted they changed programs the day prior and was on program 3 at 0.8. The patient was redirected to their healthcare provider to learn more about different therapy program options. No further complications were reported or anticipated.